Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2007; (B)(4) pain stim lead (B)(6) 2009; (B)(4) pain stim ipg (B)(6) 2009; (B)(4) interstim urinary mgu lead (B)(6) 2012; 3058 interstim urinary mgu ipg (B)(6) 2012; 3037 neuro programmer (B)(6) 2012; (B)(4) neuro recharger; (B)(4) neuro programmer.

Event description:
It was reported that there was high unstable thresholds and no capture. The lead remains in use however, a replacement is planned. No patient complications have been reported as a result of this event.